Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 170 mg/dl and sensor glucose was 130 mg/dl and went down to 80 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.